Manufacturer narrative:
(B)(6).

Event description:
It was reported that brief episodes of atrial noise were noted when the pulse generator was pressed. The patient was symptomatic and would be monitored.